Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval. Dissection is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.

Event description:
The jetstream g3 was advanced to treat a 10 cm severely calcified lesion located in the distal superficial femoral artery (sfa). The physician was navigating highly eccentric calcium while in maximum diameter mode. The catheter cut into the tip of the calcium and shifted closer to the vessel wall causing a dissection. The dissection was treated with a balloon and stent. The pt is doing fine.